Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19), with multiple cartridges during the load process. Customer's blood glucose level was 355 mg/dl. Reportedly, the customer went to see their clinical diabetes educator in the health care provider's office.

Manufacturer narrative:
An additional lot number was reported (lot#m014294). The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.